Event description:
It was reported to medtronic minimed that the customer experienced a pump error 15 alarm(the critical block and inverse critical block did not add to zero). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, the customer was able to clear the alarm and unable to complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 212 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 212 pounds which is updated in section a4 with this report. The pump passed the self test and the displacement test. The trace and history files were successfully downloaded using thump. No pump error 15 alarm occurred during testing. A review of the pump history file shows the pump alarmed pump error 15 (line number 442 file number 38) and then pump error 23. Pump error 15 inverse check alarm is due to a software error and the subsequent pump error 23 alarm occurred after the pump was powered down and after power up, during startup, hrm post failed during the factory parameters check. Additionally, there were three (3) pump error 53 (linenumber 1299 filenumber 709) alarms and is a known sw issue. Cgm connection generates fault 53 after rf driver critical data check failure (pump error 15), esf 4784573. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Pump error 53 alarms are confirmed due to a software issue, fault isolated to the electronics. Pump error 15 and 23 alarms are confirmed due to a memory corruption error, faults are isolated to the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.